Event description:
It was reported that the smiths medical pump alarmed no disposable pump won't run. Pump settings: res vol 95.3 ml, rate 2.4 ml/hr, given 15.75 ml. It is unknown if there was air in line. The patient was not affected.